Event description:
Medtronic received a report that the pipeline device was not opening distally and encountered resistance with phenom and phenom plus catheters. The patient was undergoing stenting surgery for treatment of a saccular, unruptured ophthalmic segment aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 4.9 mm distally an 4.7 mm proximally. The access vessel was the c6 segment with the diameter of 4.9 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was not administered. The angiographic result post procedure showed as follows: "after dsa planned fd." It was reported that the technician opened the pipeline stent from middle cerebral artery (mca) to ophthalmic artery. Distally, the device couldn't open properly. Catheter massaging was also done, even though the device failed to open. Additionally, the entire system, the flow-diverter, phenom catheter, and phenom plus catheter got stuck and couldn't be opened. There was catheter entrapment/difficult removal. There was catheter entrapment was in the guide catheter; the catheter got trapped and could not be taken out. There was no vasospasm or surgical or medicinal intervention required. The phenom plus catheter also had catheter entrapment/difficult removal at the tip. There was no vasospasm or surgical or medicinal intervention required. The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and from the patient. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheters were flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices include a phenom 27 microcatheter, and a synchro-stryker guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.